Event description:
Additional information received noted that the atrial lead was dislodged. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
Additional information received noted that the atrial lead was dislodged. Lead insulation damage was noted. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited low pacing impedance measurements. No intervention was performed. Patient status was unknown.